Manufacturer narrative:
A service engineer (se) evaluated the device and noted that there were no issues found with the touchscreen. Touchscreen glitch could not be duplicated. This was accepted by the customer, and the device was returned to the customer without any touchscreen repairs.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen glitched. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The service engineer (se) reported that during evaluation of the device, the alleged issue could not be confirmed. The customer was provided with a quote for a replacement touchscreen. The investigation is ongoing.